Event description:
It was reported that there was telemetry failure message between the patient's stimulator and the physician programmer. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).